Event description:
It was reported that the patient with this pacemaker stated experiencing issues, including feeling drained of energy, similar to symptoms experienced with the previous device. In addition, the energy of the patient level was extremely low, with difficulty performing routine tasks such as going to the grocery store. To date, this pacemaker remains in service. No adverse patient effects have been reported.